Event description:
Clinic notes were received reporting that a patient was seen in clinic on (B)(6) 2012 and reported that the patient does note that with his vns that he used to be able to feel the stimulations. He has not felt it since around (B)(6) 2011. Their vns was interrogated. Output current of 2.5 milliamps, signal frequency of 30 hrtz, pulse width of 500, signal on time of 30 seconds, signal off time 3 minutes. Magnet output current 2.5 milliamps, on time 30 seconds, pulse width of 500. When diagnostics were run his lead impedance was high and his dc/dc convertor was 7. The same results were obtained in normal mode testing. His device was turned off. The patient will be referred for surgery. No date has been set at this time. X-rays were reviewed at the site but not provided to the manufacturer for review. No abnormal densities are in the lungs. The cardiac silhouette is normal. Cervical spine 2 views. The vagus nerve stimulator device is over the upper left chest and the wires travels superiorly and project over the left c6 and c7 spinous processes. It is anterior to the vertebral bodies on the lateral view. This is to the left of the upper esophagus. There is fusion across the c3-4 disc space without malalignment. No retropharyngeal swelling is present. Good faith attempts made thus far and no further information has been attained.

Event description:
It was reported that since the patient has had their generator replaced they now feel stimulation.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that no trauma was reported by the patient. The patient reported not being able to perceive stimulation from (B)(6) 2011. No programming changes preceded event. The patient went to surgery (B)(6) 2012 and their device was turned off prior to surgery related to a possible lead fracture. The patient was implanted with 102 generator that was implanted in the left anterior chest. No surgical difficulties were noted. Their new generator was connected to the original implanted lead. No pin reinsertion was performed. But it was noted the pin appeared to be fully inserted into the header of their generator. System diagnostic testing was performed twice (once outside and then again inside pocket) output status was ok and lead impedance ok -dcdc 2. And device was re-interrogated left turned off. The surgeon did not replace lead with these intraoperative diagnostics.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Event description:
The patient's generator was returned for analysis (B)(6) 2012. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.